Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited a loss of capture and sensing. Lead dislodgement was suspected and the lead was reprogrammed. On (B)(6) 2018, an x-ray was performed before the revision which confirmed that the lead had dislodged. On (B)(6) 2018, the lead was capped and replaced. The patient was in good condition.